Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported their jaw clicks loudly every time they eat. Sometimes first thing in the morning their jaw lock and can't open their mouth more than a half inch.